Event description:
It was reported that port/catheter was implanted in 2003. In 2005, during access of port, clinicians were unable to get blood return. Pt was taken to radiology and catheter was confirmed separated from port and in right atrium. Pt was transferred to another hospital for removal of catheter. There were no reported patient complications.